Event description:
Hcp reported the pt presented with increase pain. A rotor study was performed which "showed rotors stalled". The pump was explanted and replaced in 2004. It was then returned to the manufacturer for analysis. The pt outcome was "unknown at this time."